Event description:
Reportedly, after firing, bleeding from the blood vessel was confirmed. Reinforced the area with another clip. Before finishing the operation, confirmed the bleeding. Converted to an open procedure, and two clips were not formed completely.